Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd protector p15j had a leak between the protector and the vial. The following information was provided by the initial reporter: it was reported that liquid leakage from the protector (vial) occurred during mixing. Can we confirm if the protector was assembled manually or using the assembly fixture? Is the lot information known? Response: unknown.